Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient experienced an issue with one infusion set, specifically that the needle on the inserter broke in half. The issue occurred immediately after insertion, and the patient noticed half of the needle missing when removing the inserter from their body. The tubing was not placed in the notch prior to pulling back the spring. The patient's blood glucose level at the time of the issue was 6 mmol/l. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.